Event description:
On (B)(6) 2012, the pt reported that the up button on the infusion device has not been functioning intermittently since (B)(6) 2011. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for eval.